Manufacturer narrative:
Follow-up #1; date of submission: 01/30/2017. The device has been returned and evaluated by product analysis on 01/09/2017 with the following findings. The pump was returned with fully functional audible tones. A sound test was performed and the pump¿s audible tones were found to be functioning within specifications. The pump was opened and no internal defects were found. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the bolus button cover was torn but remained operable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an audio tone/vibration (no sounds) issue. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.